Event description:
It was reported the patient was experiencing discomfort at the current pocket site. The patient¿s physician addressed the issue by repositioning the ipg (implantable pulse generator) pocket from the buttock to the hip on the same side. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.